Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2018 with the following findings: during the investigation, the battery compartment was found to be cracked. Moisture was observed in the battery compartment. The pump¿s casing was removed, and no further moisture was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for investigation. Investigation revealed a cracked/damaged battery compartment with moisture. This report is made based on the results of the investigation completed (B)(6) 2018.